Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01627. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed intermittent elevations in pump power; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on the device. The hmii lvas instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, the patient experienced signs and symptoms of a gastrointestinal (gi) bleed (shortness of breath and decreased hemoglobin and hematocrit). An upper endoscopy and capsule study was performed; however the source of the bleed was not found. The gi bleed resolved. On 10apr2018, it was reported that during a clinic visit the system controller history interrogation performed by the hospital clinician revealed some intermittent spikes in power and flow. The patient¿s international normalized ratio (inr) had been purposefully on the low side 1.8-2.3 due to the recent gastrointestinal (gi) bleed. The most recent inr had been 1.8 and 1.9. Lactate dehydrogenase (ldh) was stable. The submitted log file was reviewed by the manufacturer¿s technical services representative and some intermittent elevations in power and flow were confirmed. These events were unsustained, and both power and flow returned to baseline after the event. The ldh was monitored and the inr goal was increased to 2-2.5. The ldh was within the patient¿s parameters. The patient was not treated with any medication and there was no medical intervention. On 02may2018, it was reported that the patient, ldh and lvad parameters will continue to be monitored.